Event description:
Customer reported a leak when using the coulter® lh 500 hematology analyzer. The leak was described as an unreported amount of fluid leaked from the instrument and onto the counter while running instrument startup procedures. The operator was wearing gloves, lab coat, and eyewear when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced tubing with a hole in it through pinch valve, pv43, to resolve issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).